Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up, episodes of non-sustained rv oversensing due to myopotential oversensing was observed on stored egm. Programming changes were made.